Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2001. A few days later the consumer sought medical treatment for infection at the site. The consumer was treated and prescribed antibiotics.